Manufacturer narrative:
For the reported event, lot number was not provided. The sample was returned for evaluation. Device dislodged or dislocated was identified for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1716000 implantable port allegedly experienced device dislodged or dislocated. This report was received from a single source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is female, and the weight is (B)(6).